Event description:
This report pertains to a lithovue flexscope and a zero tip baskets used during the same procedure. It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that lithovue flexscope and a zero tip basket was used during a cystourethroscopy with right ureteral stent placement, right antegrade nephrostogram with fluoroscopic interpretation, right percutaneous nephrolithotomy, right renal access and dilation, right renal ultrasound with interpretation, right retrograde pyelogram with fluoroscopic interpretation procedure performed on (B)(6) 2017. During procedure, there was no visual clearance of the stone and the patient was scheduled for another operation. The patient experienced clostridium difficile and sepsis. The patient stayed in the hospital more than a week after the surgery and medication was required to treat the complications.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4: the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: patient code e0306 is being used to capture the reportable issue of sepsis. Patient code e1906 is being used to capture the reportable issue of clostridium difficile. Impact code f08 is being used for the reportable event of patient complication hospitalization or prolonged hospitalization. Impact code f2303 is being used for the reportable event of patient complication medication required. Impact code f2202 is being used for the reportable event of endoscopic procedure. Block h10: correction: block e1 initial reporter email, block h6 patient code, block h6 impact codes. Block h10: the device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to a lithovue flexscope and a zero tip baskets used during the same procedure. It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that lithovue flexscope and a zero tip basket was used during a cystourethroscopy with right ureteral stent placement, right antegrade nephrostogram with fluoroscopic interpretation, right percutaneous nephrolithotomy, right renal access and dilation, right renal ultrasound with interpretation, right retrograde pyelogram with fluoroscopic interpretation procedure performed on (B)(6) 2017. During procedure, there was no visual clearance of the stone and the patient was scheduled for another operation. The patient experienced clostridium difficile and sepsis. The patient stayed in the hospital more than a week after the surgery and medication was required to treat the complications.